Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device was received in with on/off and relief alarm pressure control knobs missing, the pressure gauge was cracked, the front panel was bent, and all screw cover bungs and retaining screw cap were missing on the bottom of the case. Visual inspection confirmed the customer's complaint. The most probable root cause is that the device was mishandled. No action was taken. Device was returned as is/unrepaired per customer request. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the button on the unit was cracked. There was unknown patient involvement and unknown patient harm/adverse event reported.